Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator system experienced oversensing. An invasive procedure was performed and the physician elected to cap the rate sensing portion of the transvenous defibrillation lead (model 0072) and add a new rate sense lead (model 0012). The implantable cardiovertor defibrillator (ICD) and a subcutaneous lead (model 0048) were also removed from service. Cpi testing revealed the ICD exhibited premature battery depletion.